Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: on investigation, the battery compartment was confirmed to be cracked at the threads and below the bumper pad at the case seal. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
Follow up #1 - (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).